Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction recurs and acknowledged this instruction.